Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that a second case last night, they finished scan and opened gantry about 80% before the system gave user a collision zone warning and could not move gantry to get out of collision zone. Representative put system into manual mode to complete the gantry opening. Probable cause was patient had to be held but nurses as they were so large, had to do hd xl and quality was still poor this was occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
(H3,h6): medtronic representative went to test the system, not able to duplicate customer complaint. No issues found, performed system checkout, device returned to service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.